Manufacturer narrative:
H6: coding changed based on the investigation result. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed on other day. The scope had water ingress , and it did not be dried enough before use which leaded to drive board malfunction, and caused noisy screen. The device was repaired by the third party, hospital and repair company would communicate the repair issue by themselves. Reminded the hospital that they should pay attention to leak test , and make sure that the device was dry enough before use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 30-jun-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 1-jul-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
While performing a bronchoscopy on a patient, a noisy screen happened when the scope entering the nasal cavity, which interfered with observation; the endoscope was immediately withdrawn slowly, the patient was reassured, the examination would take place on another day, and the endoscope was sent for repair. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.